Manufacturer narrative:
(B)(4). Date sent: 12/14/2020. Product complaint device was received for additional testing to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil. The device was visually inspected, and no apparent damage was noted. The device was analyzed and misalignment between the cartridge channel and the anvil channel was observed when the device was closed. This condition has the potential to produce malformed staples.

Manufacturer narrative:
(B)(4). Date sent: 12/07/2020. F10/h6: component code - g04 mechanical.

Manufacturer narrative:
Date of event: unknown. (B)(4). Batch # u5ak18. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 1 driver up, the remaining drivers down with staples present, and swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload, and fired without any difficulties, however, the staple line at the distal end showed that twelve staples were malformed. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that eight staples were malformed when fired on the blue height selector position. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected, and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open colectomy, the device was locked out at the 1st firing. The scrub nurse commented that there is a possibility there was a problem with the setting. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.